Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm or blank display was noted. The insulin pump had a cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a cracked case at the display window corner. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump display was cracked and that the insulin pump sometimes did not turn on. The customer stated that she takes the battery out and resets the insulin pump and then it worked. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.